Event description:
It was reported the patient¿s previous system was replaced because it ¿failed.¿ it was noted there was ¿possible device failure or lead migration.¿ during the replacement procedure, the implantable neurostimulator (ins) was disconnected from the lead and removed first. The lead was then tested and resulted in no sensory or motor response. It was decided then to remove the lead and replace with a new lead. During the removal, the proximal end of the lead ¿was difficult to retrieve and was left in place. The rest of the lead was removed. Good positioning of the new lead was achieved with good motor response. The new lead was connected to the new ins and an impedance check confirmed good circuit connection. The patient tolerated the procedure very well and there were no complications during the surgery. The patient outcome was indicated to be no injury.

Manufacturer narrative:
Product ID: 3889-28, lot# v510026, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).